Manufacturer narrative:
B3 event date: approximated based on the date the manufacturer became aware of the event. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the ipp instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp instructions for use (IFU) was reviewed. The patient symptom of scarring was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced difficulties utilizing the pump, which led to a replacement surgery. The ipp was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced difficulties utilizing the pump, which led to a replacement surgery. The physician stated they believed the pumping issue was due to patient dexterity issues and scar tissue in the scrotum. The ipp was explanted and replaced with a new ipp. No additional information was reported.